Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The complaint was originally determined to be a non reportable event until additional information was received on 03/20/2020. This information changed the complaint to reportable for foreign matter in or on device cannula/needle/catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in experienced foreign matter in or on device cannula/needle/catheter. The product defect was noted prior to use. The following information was provided by the initial reporter: the catheter is burr.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in experienced foreign matter in or on device cannula/needle/catheter. The product defect was noted prior to use. The following information was provided by the initial reporter: the catheter is burr.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one non retracted unit and the top webbing showing the item to be #381033, lot number 7198573. In addition, five photographs were received which displayed similarities to that of the returned unit. Upon inspection of the unit and photos the device revealed no visible defects of the catheter tubing. The catheter tip was microscopically inspected and considered acceptable. The defect of catheter tip integrity was not confirmed. Through further evaluation of the photographs, a white foreign matter is visible on the catheter tubing. This foreign material was not observed on the catheter tubing upon removing the actual unit from the bag. The white foreign was also not observed in/on the needle cover, unit, top webbing or plastic bag received for the investigation. Bd was unable to identify a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.